Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that neither battery was maintaining a good connection with the battery charger. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (batteries make a poor connection in charger) was confirmed. Upon receipt, the battery charger led's were not lighting when the device was plugged in. It was found that the cause of the unlit charger led's was a defective power supply brick. The defective power supply brick prevented the batteries from properly charging. The root cause of the faulty power supply brick cannot be positively determined. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger.